Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had a crack in the case. Customer's blood glucose was unknown. Numbers were hard to read. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.